Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its distal end and in its center (i.e., several stent struts are bent outwards and are everted). Further, the stent is displaced by 1 mm in distal direction. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent stent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is still well folded, but dried contrast medium residue was observed in the inflation lumen up to the distal balloon shoulder, indicating the application of negative pressure. Review of the product release documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling (i.e., application of negative pressure). It should be noted that the IFU states not to apply negative pressure to the stent system at any time prior to placement of the stent across the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment but the stent system could not pass the calcified lesion in the lad.